Manufacturer narrative:
The field complaint of the programmer software freezing during a threshold test was not verified as the event could not be reproduced. The system was functioning normally as intended.

Event description:
During an in-clinic follow-up, a stimulation test was performed using the merlin programmer. During the test, the programmer software froze which caused a loss of capture by the implanted device. The patient experienced a short episode of sinus pause and syncope due to the loss of capture. Normal pacing was restored and the patient was in stable condition. As a result of the event, the merlin programmer was replaced.